Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
On the patient's annual questionnaire for the bifs study, the patient reported having a miscarriage - not device related. This record represents the patient's left side device. Later healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported rupture. Device has been explanted.

Event description:
On the patient's annual questionnaire for the bifs study, the patient reported having a miscarriage - not device related. This record represents the patient's left side device. Later healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pregnancy related complications: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.